Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize batteries/powers off) was confirmed. As received, the charger was unable to charge a battery pack. Upon evaluation, the u13 8-bit cmos flash micro-controller was shorted. The cause of the inability to charge the batteries is the shorted u13 component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the shorted component. The patient received a replacement charger/modem.

Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) male patient to report that the patient's charger/modem would not recognize a battery pack and would periodically power off. The patient was issued a replacement charger/modem.